Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their pd treatment. Prior to the leak, it was reported that an ¿m31 air detected in cassette¿ alarm occurred. It is unknown if the patient was able to complete their treatment. The patient was in an unknown phase of treatment when the alarm occurred. The cause of the leak was unknown. It was confirmed the patient was connected during the incident, but it is unknown at which point in therapy the leak may have begun. No fluid was discovered in the pump module area or on the external of the cassette. It was reported that the fluid leak was coming from the patient line tubing of the liberty cycler set. No sample is expected to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their pd treatment. Prior to the leak, it was reported that an ¿m31 air detected in cassette¿ alarm occurred. It is unknown if the patient was able to complete their treatment. The patient was in an unknown phase of treatment when the alarm occurred. The cause of the leak was unknown. It was confirmed the patient was connected during the incident, but it is unknown at which point in therapy the leak may have begun. No fluid was discovered in the pump module area or on the external of the cassette. It was reported that the fluid leak was coming from the patient line tubing of the liberty cycler set. No sample is expected to be returned for evaluation.